Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade did rotate and expose at both the core guard and full positions when the trigger was activated. The device met performance specifications.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014. During the procedure, the blade locked. Another like device was used to complete the procedure with no adverse patient consequences.